Manufacturer narrative:
Technician found bed in storage. Replaced both siderail ucm pcbs because the head down buttons would not work on either siderail. No pt impact.

Event description:
Info received that the head of bed down buttons would not work. Could not function manually.